Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) and right ventricular (rv) leads exhibited noise and were suspected to have fractured. Both leads were capped and replaced. No patient complications have been reported as a result of this event.